Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to high magnetic field and alarmed motor error during the rewind process. A displacement test was performed and the test did not pass. It was stated that the customer changed the infusion set and reservoir, but the alarm continued. No further info was provided.